Manufacturer narrative:
(B)(4). Report source, foreign event occurred in (B)(6). The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the monomers would not empty.

Event description:
It has been reported that the monomers would not empty.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The returned device was evaluated and the right pouch was emptied during the transport as the safety clamp was missing during the return. However, the mixing rod were not installed. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was likely due to an handling error. Following the investigation results of this complaint, no corrective action has been performed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.